Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned with the tip is missing. The cap was on the terminal connector. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 27-28 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of brady-pacing-not-delivered, oversensing, noise, pacing impedance high, failure-to-capture and high-capture-threshold allegations, were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing, high capture thresholds, loss of capture, pacing inhibition and high pacing impedance out-of-range greater than 2000 ohms. The patient did not show asystole due to these issues and stated that they had a hard fall on ice at the end of january, falling onto their back around that time. Additional information was received confirming this lead was partially explanted as it was broken on the revision procedure, part of the lead was removed, part of it remained in the patient. The explanted part was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing, high capture thresholds, loss of capture, pacing inhibition and high pacing impedance out-of-range greater than 2000 ohms. The patient did not show asystole due to these issues and stated that they had a hard fall on ice at the end of january, falling onto their back around that time. Additional information was received confirming this lead was partially explanted as it was broken on the revision procedure, part of the lead was removed, part of it remained in the patient. The explanted part will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned with the tip is missing. The associated investigation has determined that this lead's tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design. The cap was on the terminal connector. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 27-28 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of brady-pacing-not-delivered, oversensing, noise, pacing impedance high, failure-to-capture and high-capture-threshold allegations, were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing, high capture thresholds, loss of capture, pacing inhibition and high pacing impedance out-of-range greater than 2000 ohms. The patient did not show asystole due to these issues and stated that they had a hard fall on ice at the end of (B)(6) 2021, falling onto their back around that time. Additional information was received confirming this lead was partially explanted as it was broken on the revision procedure, part of the lead was removed, part of it remained in the patient. The explanted part was returned for analysis. No additional adverse patient effects were reported.